Manufacturer narrative:
Of the (B)(4) allegations of a malfunction, (B)(4) pumps were returned to animas and investigated. Of the investigated pumps, (B)(4) were found to be malfunctioning due to moisture ingress.

Event description:
This report summarizes (B)(4) malfunction events. A review of the events indicated that the one touch ping model pump experienced an issue with the keypad button responsiveness with moisture present. These reports were received from various sources. The patients associated with this allegation ranged from 6-65 years of age and between 58 and 200 pounds. Of the reported patients, (B)(6) were male, (B)(6) were female, and (B)(6) were unknown.

Manufacturer narrative:
Follow up #1 06/15/2016. Of the 13 allegations of a malfunction, 11 pumps were returned to animas and investigated. Of the investigated pumps, 9 were found to be malfunctioning due to moisture ingress. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the one touch ping model pump experienced an issue with the keypad button responsiveness with moisture present. These reports were received from various sources. The patients associated with this allegation ranged from 6-65 years of age and between 58 and 200 pounds. Of the reported patients, 6 were male, 7 were female, and 0 were unknown.